Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported to biomerieux misdentification of bacteria when using product chromid(tm) cps&#59397;lite translucent. A pink enterobacter clocae was present from a urine sample after incubation 18-24h 37î initially it was noted as e. Coli however; indole testing was negative. The vitek&#60576;identification (ID) returned a 97% ID for e. Clocae. There was a delay reporting results however, there was no return of incorrect results and no patient harm reported.

Manufacturer narrative:
Biomérieux internal investigation was conducted. As defined in the package insert, chromid tm cps elite translucent agar is used for identification of the bacteria most commonly isolated in urinary tract infections: · e. Coli: spontaneous red to burgundy coloration of strains producing ss-glucuronidase (ss-gur) and/or ssgalactosidase (ss-gal) . · enterococcus: spontaneous turquoise coloration of strains producing ss-glucosidase (ss-glu). · kesc: spontaneous blue to green coloration of strains producing ss-glucosidase (ss-glu). · proteeae: spontaneous diffuse brown coloration of strains producing deaminase. The vitek® 2 report for the submitted strain indicates this enterobacter expresses ss-gal and therefore, according to the instructions for use of the media, it is expected to have coloration observed by the customer. The enzymatic profile of this strain is not typical. The chromid tm cps elite translucent agar product limitations indicate certain species may produce colonies of the same characteristic color as e. Coli (ex.: citrobacter). The chromid tm cps elite agar is working in accordance with specifications.